Event description:
It was reported that an asymptomatic patient presented for follow up in clinic. Upon review, post sensed t wave oversensing was observed on the implantable cardioverter defibrillator, the patient had received inappropriate therapy. No intervention was performed. No further information was available.